Event description:
It was reported that it was difficult to pull blood through a one-link needle-free IV connector using a syringe, during patient connection. The baxter sales representative (bsr) reminded the reporter to make sure the syringe was fully connected to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.